Event description:
The customer contact reported a leak; subsequently, the patient's blood glucose decreased. The tubing set was being used to deliver 30% dextrose with unspecified concentrations of calcium and amino acids via a pump at a rate of approximately 4-6 ml/hr. It was reported the therapy was initiated at 1500. At this time, the patient's blood glucose level was 64 mg/dl. At approximately 1615, a leak of an unspecified volume of solution was noted from one of the air vents in the filter housing. The tubing set was replaced and the therapy was resumed. At that time, the patient's blood glucose was checked and was noted to be 28 mg/dl. At 1710, the patient's glucose was 31 mg/dl. At 1800, it was reported to be 53 mg/dl. No medical interventions were reported. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.